Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at four atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.